Event description:
Complaint received as follows: "pilot balloon came off while in use on pt. No pt injury."

Manufacturer narrative:
The actual sample was evaluated by (B)(6) on (B)(6) 2013. The investigation result as stated in scar tw 40771 where they have performed an eval on the actual sample clearly state that the pilot line is detached at the point where attached to the et tube. The point of detachment was examined under magnification and found line appears to be cut. The opening appears pinched as it is an oval shape, not round. This eval which prepared by (B)(6). Based on available info, or medical determination is that this malfunction is serious: because the pilot balloon lumen is the part of the device through which the ett cuff is inflated and deflated. Should this part detach from the device, it may be difficult or impossible to deflate the cuff necessitating a surgical intervention. This may also require that the pt be extubated and re-intubated. Reported to FDA on (B)(4) 2013.